Event description:
The use facility reported that the safety cover did not activate properly. When the needle was removed after use on the patient, the safety mechanism was not activated. No needle stick or injury occurred to the person who performed the treatment. The reported event did not result in patient injury and/or require medical or surgical intervention.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: the reported product has no UDI no. Allocated. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. H4: device manufacture date: unknown due to unknown lot number. One (1) actual sample (inner needle only) was returned for investigation. When we verified the sample with "as-received" condition, the safety cover stayed at 27mm away from the tip and it did not shield the needle tip. Verification of the actual sample: we prepared a catheter-hub which was brought from our retention sample, was placed onto the actual sample to create original assembly. It was used to simulate and verify proper shielding performance. We have performed the inner needle pulling 10 times repeatedly. As a result of verification, the safety cover was confirmed to be safely activated to shield the tip of inner needle. Moreover, the cover was examined under microscopic observation and no irregularities, which may have contributed to the safety mechanism activation failure, were observed. Manufacture inspection record check: the concerned product is constantly produced by automated process. After a safety cover was assembled on an inner needle, the product is assembled, packaged, and boxed as an i.v. Catheter. With respect to the shape of safety cover, a 100% visual inspection is being performed by the digital camera in the automatic inspection system installed in the process where a safety cover is assembled on the inner needle. The product with defective shape, which may contribute to the safety mechanism activation failure, shall be detected as a defect, and then automatically disposed of. Regarding the automatic inspection system, we perform a periodical inspection to maintain the accurate inspection performance and ensure that there is no deficiency in the automatic disposal system. The manufacture inspection records of the concerned product type was reviewed for past 5 years. As a result, no anomalies, such as defective accuracy in safety cover shape inspection, or anomalies in the automatic disposal system, have been recorded. In addition, no defective product, which may adversely contribute to safety mechanism activation failure, has been detected. Moreover, no reports related to safety cover activation failure, attributed to a product defect, has been reported from other medical facilities. As there were no anomalies observed in our manufacture inspection records and the returned sample, we were unable to identify the root cause of reported issue. Relevant instructions for use (IFU) reference: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." "Do not touch the safety cover after withdrawal of the inner needle for infection prevention." Terumo medical products (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. (B)(4).